Manufacturer narrative:
Service inspected the alignment and movement of the rail systems of the rv and reagent cartridge waste drawers of the alinity s system (as1198) and identified that the rv waste drawer was relatively more difficult to access and slightly stiffer on as1198 compared to other instruments at the site. The assy, slide, heavy duty, stainless steel, 534 stroke (part number: b-30109320-01) was replaced, which resolved the issue. The unit is functioning as expected. A review of the instrument¿s service history identified no contributing factors to the current complaint. There have been no subsequent tickets related to stiffness in the movement of the rv waste drawer or the reagent cartridge waste drawer on as1198. Ticket review for the assy, slide, heavy duty, stainless steel, 534 stroke did not identify any trends or systemic issues related to difficulty or stiffness while moving the waste drawers in and out of the alinity s system. Device history review for the part did not identify any nonconformances, potential nonconformances, or deviations associated with the complaint. A review of the transfusion product monitoring review (pmr) metrics identified no similar issues as described in this complaint. No issues that could lead to a sprained wrist or injury due to the waste drawer movement were identified with user interactions with the rv waste drawer. A risk evaluation has been completed to determine the current risk level. The assessment indicated that the mitigations in place continue to maintain an overall risk level of low. Therefore, it has been determined that no additional risk control measures are necessary since the frequency of harm has not increased from that documented within the risk management file. There were no other similar incidents identified within the scope of the risk evaluation. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency with the alinity s system was identified.

Event description:
The customer experienced a sprained right wrist from moving either the rv waste drawer or the reagent cartridge waste drawer in and out of an alinity s analyzer, which were difficult to move. The staff member was treated by the physiotherapist and now has modified work capabilities/duties as a result. On site servicing was performed on (B)(6) 2021. The rail system alignment was checked as well as general movement in and out of the rv and reagent cartridge waste bins. The movement of the rv waste bin may have been slightly stiffer in the last 20% of its travel in both directions, but the difference was very marginal. The rails on the rv waste bin were replaced as a precautionary measure. Assay controls and eqc were run. The system was within specification and satisfactory for use.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.